Manufacturer narrative:
Although multiple attempts were made to obtain the device, it is not available for investigation at this time. A review of the device history record is pending.

Event description:
The complaint/event involved a secondary set, 15 micron filter in sight chamber, secure lock, 86 cm. There was no report of human harm. When attaching oxaliplatin to b line to a line giving, the line became disconnected and oxaliplatin leaked over the clinician and patient's arm. The line was reconnected. There was no report of any human harm.

Manufacturer narrative:
No (B)(4) product samples, videos or photographs were returned for investigation. A probable cause cannot be identified based on the information that has been provided. The device history record was reviewed and there were no non-conformances found that would have contributed to the reported complaint. Corrected information can be found in e3 - initial reporter occupation.